Event description:
It was reported that foreign matter was observed in the sealed packaging of 3 bd¿ blunt fill needles before use. The following information was provided by the initial reporter: "these sealed packages of needles were found in our picu supply. We have no evidence of use on children ¿ but once this was identified, we went through all of picu to pull our supply of this lot number. We have not removed this lot number from other areas of the hospital ¿ only the picu. The packages were still sealed with no compromise of packaging and expiration date is 2024."

Manufacturer narrative:
Investigation: two hundred forty-four (244) samples and two (2) photos were provided by the customer for investigation. Both photos show three (3) sealed blister packs which have black foreign matter (fm) inside the blister pack. The returned samples were visually examined and nine (9) additional samples were found to have black foreign matter (fm) inside the blister pack. The foreign matter was determined to be ink from the process of printing the lot number and expiration date on the blister packs. A malfunction of the printer resulted in ink getting in the blister packs. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that foreign matter was observed in the sealed packaging of 3 bd¿ blunt fill needles before use. The following information was provided by the initial reporter: "these sealed packages of needles were found in our picu supply. We have no evidence of use on children ¿ but once this was identified, we went through all of picu to pull our supply of this lot number. We have not removed this lot number from other areas of the hospital ¿ only the picu. The packages were still sealed with no compromise of packaging and expiration date is 2024."

Manufacturer narrative:
Investigation: two (2) photos were provided by the customer for investigation. Both photos show three (3) sealed blister packs which have black foreign matter (fm) inside the blister pack. Without a physical sample to analyze the foreign matter (fm) that appears to be in the blister packs cannot be identified; therefore, potential root causes cannot be determined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was observed in the sealed packaging of 3 bd¿ blunt fill needles before use. The following information was provided by the initial reporter: "these sealed packages of needles were found in our picu supply. We have no evidence of use on children ¿ but once this was identified, we went through all of picu to pull our supply of this lot number. We have not removed this lot number from other areas of the hospital ¿ only the picu. The packages were still sealed with no compromise of packaging and expiration date is 2024."